Event description:
The laser system was evaluated after malfunction and found to be working properly. Prior to the start of the procedure, the staff in the operating room connected a disposable fiber to the laser. The laser system uses helium to cool the hollow-core fiber. The surgical team performed a dip test once the fiber was hooked into the system. In this case, no bubbles were seen emanating from the tip of the laser fiber catheter. The catheter was removed from the system and a new catheter was retrieved and tested. The new catheter passed the dip test and the case was completed without incident. There was no pt harm.